Event description:
The company was informed that the pt's device was explanted due to partial electrode insertion. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well with the new implanted device.